Manufacturer narrative:
This is the same event as 3010536692-2016-00120.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
This is the same event as 3010536692-2016-00120 & 3010536692-2016-00640. This report will be updated when investigation is complete. Trends will be evaluated. Additional information received to include surgery dates.

Event description:
Lot number updated.